Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. We are currently in the process of evaluating the device and will send a supplement report when completed. (B)(4).

Event description:
It was reported components were loose inside the atec-suresight unopened package.

Manufacturer narrative:
The returned device was received and visually inspected. The investigator verified that the distal tip of the obturator is broken. Cause is presently unknown for failure. The reported observation was confirmed. This observation is being trended and monitored.